Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: a DHR- check was performed and no discrepancies could be detected the following key parameters were measured (look at part description subform). The complaint is not confirmed, because the claimed failure could not be verified. All relevant key parameters were evaluated and met the specifications. The results of the DHR-check also confirmed to the required manufacturing parameters. In addition, an analysis of the profile of the screw using a comturo matic (messmittel (B)(4)) revealed no failures or abnormalities which could lead to the complaint. The "investigation summary" is a translated conclusion from the attached document, therefore the complaint is from manufacturing point of view rated as not valid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: part returned. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tomofix system was used for the patient with knee osteoarthritis. During the operation after predrilling; the surgeon was using the drill bit attached to a hand piece, the screw rotated eccentrically while attempting to insert the screw. The surgeon tried again after reconnecting the drill bit with the screw, but the same thing was observed. The operation was completed without problem by using another screw. There was no report of a surgical delay and no residue was left in the patient. This report is 1 of 1 for complaint (B)(4).